Event description:
A cgm error 42 was reported by the caller, indicating a problem with the continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, and after receiving guidance, successfully reset the pump, resolving the issue as the error code did not reappear, and the customer was able to start a new sensor session without further problems.